Manufacturer narrative:
Additional concomitant medical products: model number/catalog number: sc-8216-70, (B)(4), batch/lot number : 15994128, model/catalog description: artisan lead 70 cm.

Event description:
A report was received that the patient was not getting adequate stimulation. The patient underwent an explant procedure.